Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, a 25mm bioprosthetic aortic valve, implanted approximately eight (8) years and one (1) month, was explanted due to aortic valve stenosis. The explanted device was replaced with a 2800 25mm. Request for additional details on the event and patient are in progress. Should additional information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Evaluation summary: the explanted device was returned to edwards for analysis. As received, an area had been cut and was missing from the cusp area of a leaflet. Heavy calcification was observed in the remaining cusp areas of all three (3) leaflets and calcification was confirmed via x-ray. The free margin of one (1) leaflet also exhibited moderate calcification near the commissures. Minimal to moderate host tissue overgrowth encroached onto the tissue at the outflow aspect, inflow aspect, into the orifice, at the stent inflow and stent outflow. Incidental findings: the entire sewing ring had been removed and the metal band was exposed around the valve on the inflow aspect; the sewing ring was not returned with the valve. These damages were likely due to explant. (B)(4). The clinical observation of stenosis could be confirmed as calcification restricted mobility of all three (3) leaflets and lead to stenosis. Calcification plays a major role in the failure of bioprosthetic heart valves and many factors contribute to its onset and propagation. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
(B)(4): device returned. Evaluation is anticipated, but has not yet begun. Additional manufacturer narrative: device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections.